Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0357754. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the photographs submitted by the facility have been reviewed by our team of quality engineers. They noted that the two devices displayed in the photograph were of different colors, but were likely within the acceptable range of product variation. Without the sample a direct comparison cannot be performed. In lieu of the affected device our engineers investigated the available retention samples but were unable to find any instances of variation in the group. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc was discolored. This occurred on 10 occasions. The following information was provided by the initial reporter: when the package was opened, the color difference of the prns were obvious, so there was no need to settle the claim. We need to explain the reason, and we hope to reply as soon as possible.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc was discolored. This occurred on 10 occasions. The following information was provided by the initial reporter: when the package was opened, the color difference of the prns were obvious, so there was no need to settle the claim. We need to explain the reason, and we hope to reply as soon as possible.